Manufacturer narrative:
User facility stated they will not return the device to the manufacturer for evaluation.

Event description:
At closure of surgery, the operating room team identified the towel clip used had an incomplete tip, it appeared to be broken. Unknown when the clip broke. Additional anesthesia was administered and x-rays were taken to locate the broken tip, the tip was not found. The patient was okay as far as they know. Device will not be returned for evaluation to manufacturer.